Event description:
It was reported that while the nurse was flushing the line with saline after the lab draw, the nexus on the y-site opened up and splashed blood onto the floor (approx. 3ml). The event occurred during infusion. This has occurred multiple times across the health system. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.